Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level was "high"; although specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. Customer cleared the alarms and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.